Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue.

Event description:
It was reported after the catheter was inserted into the left atrium, the physician noticed sterile water coming out of the handle. The catheter was replaced and the procedure completed with no consequences to the pt.